Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) and pacing lead and the physician, thoroughly debrided and sterilized the pocket, soaked and sterilized the pacemaker and lead tail end, made a new pocket under the original pocket, in a deeper and placed the ipg system. No further patient complications have been reported as a result of this event.